Manufacturer narrative:
Exact date unknown, event occurred a couple of years ago from the date the manufacturer became aware of the event. Explant date: couple of years ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(4), batch: 18540994.

Event description:
It was reported that the patient was not getting pain relief from the spinal cord stimulator (scs) device. The patient underwent an scs system explant procedure. No further information has been obtained despite good faith efforts.